Event description:
It was reported that the pump touchscreen became unresponsive during the ¿fill tubing¿ step of a supply change while the user was also performing a factory reset, and the user was guided to restart the pump through the ilet mobile app, after which the supply change was completed; the event aligned with an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with the touchscreen behavior consistent with a key/button unresponsive issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.